Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-45 serial/lot: (B)(6). Description: dbs directional lead sterile kit 45cm model: db-4600-c serial/lot: (B)(6). Description: suretek burr hole cover kit. Additional information was received that the patient underwent a secondary procedure due to continued infection. At the time of the 12jun2019 explant of ipg and extensions, there was no obvious infection around the leads so they were left in situ. A swab was performed and did show sparse pseudomonas species in that region. The wound appeared to heal well. The patient followed up with the physician and infectious disease team. Later physician observed crusting and scabbing around the lead area. At the next follow-up the physician observed pus and exposed hardware. The leads and burr hole covers were explanted. Irrigation and debridement were performed. A portion of eroded tissue was excised with a plasma blade. The patient will continue to see the infectious disease team and will be provided with antibiotics. The explanted leads and burr hole covers were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: nm-3138-55, serial/lot: (B)(4) and (B)(4), description: 55cm 8 contact extension. Additional information was received that the infection was present at the ipg pocket. During the implant procedure, a subgaleal hematoma developed while creating the ipg pocket. The patient experienced oozing pink fluid. The patient underwent an explant of the ipg and lead extensions and was placed on antibiotics. The infection was assessed as procedure related. The patient is doing well. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection.